Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: l3-s1 total laminectomy and total facetectomy on the right with foraminotomy on left. L3-s1 segmental instrumentation. L3-s1 posterolateral "onlay" fusion. Right posterior iliac crest autograft harvest, morsellized through separate fascial incision. Local harvest autograft. Insertion of bmp. For a pre-op diagnosis of lumbar scoliosis and severe foraminal stenosis and severe right leg pain. Per-op notes: laminectomy and foraminotomy was done and screws were placed bilaterally on l3, 4, 5 and s1 under fluoroscopy. Decortication from l3 to ala of the sacrum s1 was carried out using a high speed drill, then large bmp soaked sponges along with locally harvested autograft were placed in left posterior gutters. No complications were reported during the procedure; however, patient developed deep venous thrombosis after the surgery. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.